Event description:
Received info regarding a cartridge alarm 25 during the load process. Customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.